Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4 batch #: c9du5p. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode and ceramic detached from the jaw and active rod as one piece returned. Additionally, it was returned with the cable cut off and with the lower tip of the iblade broken off and the piece was not returned. As the condition of the device returned no functional testing could be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device.

Event description:
It was reported that, during an unknown surgery, the blade came off during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.